Manufacturer narrative:
Report date: 4feb2019. Date rec'd by MFR: 1feb2019. The manufacturer¿s international service technician confirmed the reported "check vent: alarm led failed" issue; the occurrence of e/c 1105 was found in the diagnostic report. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 24jan2019. International UDI #(B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that a "check vent: alarm led failed" alarm occurred. There was no patient involvement. Event date not specified; estimate used.